Event description:
It was report that while inserting and tightening, the cable snapped into three pieces. All the pieces were recovered by the doctor and handed off the field. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.